Event description:
On (B)(6) 2013, patient reported the glucose monitoring device did not deliver a bolus when calculating the bolus for carbohydrates. Patient stated he pressed confirm when the bolus amount displayed, but instead of advancing to the deliver screen, the monitor went back to menu. Patient reported he tried 3 times and then manually delivered the bolus with the infusion device. Patient stated there was no bluetooth symbol on the glucose monitor and the low battery symbol was displayed. Had patient change to new batteries; the bluetooth symbol reappeared and the battery symbol no longer appeared. On call back patient reported he cannot bolus using the blood glucose monitor. Had patient attempt to bolus; there were still 83 units of active insulin on board. Advised patient the monitor will not advise him to deliver more insulin until the insulin on board has expired. On call back patient reported he could not bolus using the blood glucose monitor. Advised patient monitor will not advise him to deliver more insulin until the insulin on board has expired. On follow up on (B)(6) 2013, patient reported he was able to bolus successfully using the blood glucose monitor. Patient's normal blood glucose range is 90-160's mg/dl. No outside assistance was needed. Patient stated his readings have returned to normal. On call back on (B)(6) 2013, patient reported the blood glucose monitor was working correctly. On (B)(6) 2013, patient reported the monitor show the bolus was advised but the infusion device didn't deliver it. Advised to see if his blood glucose level comes back in his target range with his acting time of 3 hours. On call back patient stated his blood glucose was elevated but the infusion device did deliver the bolus at 11:26 am. Verified bolus history showed bolus was delivered. Patient reported that the bolus this morning at 8:21 am did not get delivered as he did not hear the vibration of the infusion device or feel the insulin enter his body. Verified bolus history did show the bolus at 8:21 am. Patient stated the monitor and the infusion device did not give any alert or error. Request for assistance was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, infusion set and adapter for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Meter conclusion iu received one meter sn (B)(4) with three alkaline (aaa) batteries. The batteries returned to the iu with the meter were tested on the multi-battery tester and noted to be: #1 - 80% capacity, #2 - 80% capacity, #3 - 80% capacity. Iu accessed pair with pump setting by selecting settings from the main menu and then selecting meter and observed returned meter was previously paired with pump_(B)(4). Iu tested returned meter with retention pump sn (B)(4). Iu was able to pair meter with pump correctly. Iu was able to connect meter to pump using bluetooth communication. Iu was able to transfer data, change setting and limits in the meter to the pump. Iu observed the setting, limit and data transfer changes from the meter were in the pump. Iu tested the returned meter and batteries using retention strip lot # 490945 exp. 10/2013, retention code key lot # 490945, retention controls lot # 10100932 exp. 7/2013, and retention pump sn (B)(4) control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl results: level 1 = 43, 41, 44 mg/dl level 2 = 299, 301, 295 mg/dl iu observed the meter consistently powers on/off with power button and powers on with strip insertion. Meter was allowed to sit for over five minutes and meter powered on correctly and did not power on in setup mode. Meter did not require resetting or confirmation of the time/date. Meter does not power off prematurely. Iu is able to use advantage control to simulate a blood value in the meter. Iu tested returned meter and batteries using retention strip lot# 490945 exp. 10/2013, retention code key lot # 490945, retention advantage control lot# 12080, exp: 07/2013, and retention pump sn (B)(4). Value of 348 mg/dl was produced, above hyper warning limit flag was produced. Iu did observe the bolus advice produced was 49.6u. Iu confirmed the amount on the meter and messaged over max bolus amount message displayed. Iu confirmed message and observed that a bolus reaction of 25u was sent to the retention pump. Pump and meter communication did not lose connection during testing. Meter battery drainage was tested on fluke 87v multimeter. 60 second test (standby mode) showed drainage of 2.4 ma (specification is <4.0 ma). 180 second test (full standby mode) showed drainage of 6.0 ua (specification is </= 15.0 ua). Meter is consuming acceptable current. It has been determined that due to a design weakness within the meter's microprocessor the reset output was allowed to be triggered causing the meter to perform an unnecessary power reset on itself. This power reset results in a delay of power to the meter when the meter is turned on (via on/off button, strip insertion, etc), and causes the meter to power up in set-up mode. This issue has been investigated and product and process improvements were implemented to make the power circuit more robust, and thereby reduce this occurrence. Iu tested returned meter and batteries using retention strip lot# 490945 exp. 10/2013, retention code key lot # 490945, with retention cal6 solution, and retention pump sn (B)(4). Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Iu was able to view meter memory by accessing the my data field from the main menu screen by pressing the center/select button once the field was highligthed. Iu then selected the view data field by pressing the center/select button once field was highligthed iu observed the programmed data was stored in meter memory correctly. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes and has been investigated. Pump conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The bluetooth module was tested successfully and meets the specifications. History list: no unusually events could be observed on the event history of the pump. Consumables: adapter: the adapter passed the optical inspection. Cartridge: since no material has been returned from the customer and no lotnumber is known,no investigation could be performed. Therefore the complaint cannot be verified. Other infusion set: no material received. Furthermore the infusion set is a third party and not roche product. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
Meter conclusion meter - the customer allegation of the device did not deliver a bolus when calculating the bolus for carbohydrates was not observed during the investigation of the returned product. However, the meter was confirmed for an active insulin issue during the additional failure analysis process that could have caused or contributed to the customer allegation of inability to deliver bolus due to large amount of active insulin on board. This case is set to verified based on the iu's investigation and the additional failure analysis result as they relate to the customers allegation. Pump - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings (meter): aviva combo meter was returned by the customer due to the meter not delivering a bolus when calculating a bolus for carbohydrates on 3/9/2013. The customer indicated during this call that the low battery indicator was displayed on their meter. Bluetooth communication with the pump is discontinued when the low battery indicator is displayed which indicates why the bolus deliveries indicated by the customer were not delivered, none of which were associated with carbohydrates; therefore, it was determined that the meter was functioning as intended. Additional failure analysis reviewed the manual bolus deliveries as well as the value of the active insulin indicated by the customer. Upon review of the meter records for this allegation indicated that bolus deliveries that were not confirmed to be delivered and zeroed out in the meter diary had been included in the active insulin presented to the user. This is due to a firmware bug where the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. Main findings (pump): the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The bluetooth module was tested successfully and meets the specifications. Pump - no unusually events could be observed on the event history of the pump. Consumables: meter: n/a pump: adapter: the adapter passed the optical inspection. Cartridge: since no material has been returned from the customer and no lotnumber is known,no investigation could be performed. Therefore the complaint cannot be verified. Other infusion set: no material received. Furthermore the infusion set is a third party and not roche product. Corrective actions meter - this issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. This issue has been investigated. Product design and process improvements were implemented to correct this issue; pump - the problem mentioned by the customer could not be reproduced. Therefore...